Manufacturer narrative:
Vyaire medical file identification:(B)(4). The equipment was received in vyaire facility for evaluation. No root cause has been determined at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the assy, packaging ltm ii unit has malfunctioning screen. The reporter confirmed that there is no patient involvement associated on this event.